Event description:
Clinic notes dated (B)(6) 2013 were received which note that the patient complains of having five to six light seizures a day for four days. Since the patient's visit in (B)(6), the patient was having one or two seizures every couple of days. The patient is also having some pain and swelling at the sight of the vns battery. It is tender to touch and when she lays on that side. The patient has been having daily headaches that can last hours, with different severities, over the last six weeks. Additionally, the patient stated that she felt the strength of her vns battery is too high and that it makes her cough when it goes off and makes her feel uncomfortable. It was noted that the patient did not get her medication refilled when she ran out of it. The patient requested a prophylactic battery replacement, which occurred on (B)(6) 2013. Follow up with the site confirmed that the surgery occurred and that it was not to preclude a serious injury for the pain. It was stated that the patient was complaining of feeling like the device was going on and off and thought that the generator may have moved. It was unknown when the pain was first observed. It was confirmed that the 5-6 seizures a day was considered an increase in seizures; however, the pre-vns baseline levels were unknown to make a comparison. No other information has been provided. The only system diagnostic information available is from the implant date.

Event description:
Additional information was received stating that the vns patient¿s explanted device had been secured with a non-absorbable suture when it was implanted. The explanting facility discarded the explanted device; therefore, no analysis can be performed.